Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage (mv) of 2.69 and charge time (CT) of 15.9 seconds. Premature battery depletion was alleged. It was questioned if the device was affected by an advisory that would affect the battery. Technical services (ts) explained that at this point, they should pay more attention to the CT as that is near the elective replacement indicator (eri) limit and suggested demonstrating beeping tones to the patient. Additional information was provided that it was again questioned what the elective replacement indicator (eri) CT indicators were. The monitoring voltage was 2.59 and the CT was 18.2 seconds. It was noted that the physician had told the patient that the device was at eri and to schedule a device replacement. Boston scientific technical services (ts) discussed the eri CT for this device and noted it was not yet at eri. Ts discussed that the physician could elect to replace the device if he thought the CT was too high for the patient. Information was received that the replacement procedure had not yet been scheduled and the physician made no allegations against the performance of the device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that this device was explanted due to battery depletion. No adverse patient effects other than the procedure were reported.

Event description:
The device was later returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.